Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced high blood glucose over 400 mg/dl. Customer could not do the troubleshooting. Customer current blood glucose reading was 377 mg/dl. Customer blood glucose reading at the time of the incident was over 400 mg/dl. High blood glucose reading stared on early (B)(6) 2017. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support condition was not mentioned. Customer infusion set was changed on (B)(6) 2017. Customer reported site was changed every 2/3 day. Customer stated the cannula was not bent. Customer did not mention if there was air bubbles or leaks. Customer reported basal rates were programmed accurately. Customer did not have clamp to troubleshoot for high pressure test. Insulin pump will not be returning for analysis.